Manufacturer narrative:
A field service engineer (fse) performed a customer visit and confirmed the reported issue by review of the result printouts. The fse did not attempt to reproduce the error due to suspecting a biological contamination issue. The fse performed a decontamination, then validated the analyzer by running a daily check and quality control (qc) with results within acceptable range and no errors occurring. No further action required by field service. The aia-900 is functioning as expected. A 13 month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There was one similar complaint identified during the search period. A 13 month complaint and lot history review through the aware date of event for similar complaints was performed for lot e81c3c1. There were no similar complaint identified during the search period. A 13 month complaint and lot history review through the aware date of event for similar complaints was performed for lot ey1c3c7. There were no similar complaint identified during the search period. The progesterone ii (prog ii) st aia-pack analyte application manual states the following: evaluation of results. Quality control. In order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples shall be assayed according to the local regulations. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of the internal control are run in order to accept the calibration curve. The two levels of controls are repeated when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe, or detector lamp adjustment or change). After daily maintenance, at least two levels of the control shall be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it is necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the strict regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack prog ii, the highest measurable concentration of progesterone in specimens without dilution is 40 ng/ml, and the lowest measurable concentration in specimens is 0.1 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 45 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 40 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from rheumatoid arthritis may interfere with the assay. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Heterophile antibodies are known to interfere in assays of this type. St aia-pack prog ii has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The progesterone iii (prog iii) st aia-pack analyte application manual states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples shall be assayed according to the local regulations. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of the internal control are run in order to accept the calibration curve. The two levels of controls are also repeated when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe, or detector lamp adjustment or change). After daily maintenance, at least two levels of the control shall be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control value(s) is out of the acceptable range, it is necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the strict regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack progiii, the highest measurable concentration of progesterone in specimens without dilution is 40 ng/ml, and the lowest measurable concentration in specimens is 0.1 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 45 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 40 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Heterophile antibodies are known to interfere in assays of this type. St aia-pack progiii has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause was traced to biological contamination, cause traced to maintenance.

Event description:
A customer reported a failed college of american pathologists (cap) proficiency testing for progesterone (prog iii) on the aia-900 analyzer. The customer reported they failed sample y-01, y-02, and y-05. The customer quality control (qc) has been trending low, however remained within package range until day of complaint. The customer stated they were now failing level 1 qc. Quarterly maintenance was performed several week prior to proficiency testing and no qc shifts were observed at that time. The customer is using qc lot clinica 2306036 and tosoh test cup lot ey1c3c7, however, at time of proficiency testing the customer was using tosoh test cup lot e81c3c1. Technical support specialist (tss) sent the customer a new test cup lot, new calibrators, and multi analyte control (mac). Tss followed up with the customer at a later date and confirmed the mac qc is recovering within acceptable range following a recalibration. Tosoh lab passed all samples in the proficiency testing, however both the customer and tosoh lab have different acceptable ranges. This is due to the customer entering the incorrect method code for their test kit submission which reflects a reference range for prog ii instead of prog iii. A field service engineer (fse) was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the reported patient results.

Manufacturer narrative:
Correction to section h10: previously reported: a 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There was one similar complaint identified during the search period. Correction: a 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period.